Event description:
Patient¿s representative reported left side capsular contracture baker grade unknown, and increased risk of alcl. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available at this time. Reason for reoperation: capsular contracture, baker grade unknown.